Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had been wearing a pod on the abdomen for between 4 and 24 hours when the patient developed persistent hyperglycemia, with blood glucose (bg) levels reaching 399 mg/dl. Corrections were taken, but bg levels did not decrease, and the patient began experiencing chest discomfort and nausea. The family contacted the patient's doctor, who advised removing the pod and going to the hospital. On (B)(6) 2026, the patient was evaluated, diagnosed with hyperglycemia, and treated with insulin injection and a drip before being discharged the same day. Patient had to change pods twice while in the hospital.